Manufacturer narrative:
No samples were received for investigation of pr 10657402, in which the customer has stated: "fluid is not able to flow through the smartsite needle-free valve and resulting in overpressure events". The product in use at the time is reported to be a 2000e7d from lot 1027229. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1027229 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer advocacy feedback database indicates that reports of this nature are rare, with a small number of similar reports received against the smartsite component in the last 12 months.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following: bayer has been notified from numerous customers throughout australia that they are having ¿pressuring out¿ of the injector and having to abort the injection of contrast. All of these customers use smartsite connectors.